Event description:
A malfunction on the pump was reported, which caused the customer's blood glucose level to rise to 512 mg/dl. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged to replace the non-resettable pump. The customer was instructed to use multiple daily injection (mdi) as a backup therapy.